Event description:
Type of procedure: lapa distal gastrectomy. Event description: [name] center. "The clip did not load into the jaw in a single attempt and required two or more tries to load, or even if it loaded, it did not seat properly and could become detached." Product is available for return. Additional information was received via email on 03dec2025 from an applied medical representative: "the issue was initially observed when the first clip or a subsequent clip was loaded. It occurred again, and it occurred twice. 11mm trocar was used. There was no pressure applied to the trigger while moving through the trocar. The clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. The clip was not manually removed as a loaded clip, leaving the feeder exposed. The trigger could not be actuated smoothly." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: lapa distal gastrectomy. Event description: [name] center. "The clip did not load into the jaw in a single attempt and required two or more tries to load, or even if it loaded, it did not seat properly and could become detached." Product is available for return. Additional information was received via email on 03dec2025 from an applied medical representative: "the issue was initially observed when the first clip or a subsequent clip was loaded. It occurred again, and it occurred twice. 11mm trocar was used.there was no pressure applied to the trigger while moving through the trocar. The clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. The clip was not manually removed as a loaded clip, leaving the feeder exposed. The trigger could not be actuated smoothly." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of clips not loading. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.